Event description:
It was reported by the sales professional that a patient underwent an interventional peripheral procedure on (B)(6) 2012. Access was obtained via a 6f sheath. Peri-procedure, the patient was anticoagulated with heparin. A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. The balloon held pressure during prep. It was reported that the physician noticed that the pressure from the balloon went down at the arteriotomy and the physician did not open the stopcock because access was lost with the sheath during pull back. The patient was converted to manual compression for less than 30 minutes at which time hemostasis was achieved. No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided.

Manufacturer narrative:
Visual inspection of the returned device at high magnification confirmed that the source of the leak was a micro tear in the balloon, approximately 6mm from the balloon proximal tip. Based on the information provided and the investigation performed, the root cause of the tear could not be determined. A review of the lhr was not possible as the lot number was not provided. After a review the medwatch MFR report number was changed from 3004939290-2012-00500 to 3004939290-2013-00028.